Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is being filed under separate medwatch reports. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed to report premature deployment, foreign body and surgical intervention it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. On (B)(6) 2019, the first xtr clip delivery system (cds 90323u123) was advanced to the mitral valve; however, during grasping, the clip became stuck with the chordae. Troubleshooting was performed, but the clip separated from the shaft. The cds was removed and it was observed that mandrel appeared broken. The clip was in a closed position at that time and was left in the chordae. An attempt was made to deploy a second clip (90508u274) to stabilize the first clip. Then during positioning of the second clip, the posterior leaflet could not be verified. Therefore, the clip was inverted, but the clip could not be closed. The actuator mandrel decoupled from the clip. The cds and the clip was left inside the patient. The patient was sent to surgery and the second clip was deployed in an unintended location to be explanted. The cds was removed and both clips were explanted. It was noted a third cds (90508u276) was prepped however was not used as it was decided to send the patient to surgery. The mitral valve was surgically repaired, and mr was at trace. The patient is stable. On (B)(6) 2019, the patient was discharged. No additional information was provided. .

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was returned. The clip caught on chordae could not be tested during returned device analysis as it was related to procedural conditions and premature activation could not be replicated in the testing environment due to the returned condition of the device. Material separation of the actuator mandrel was not confirmed during device analysis. The actuator coupler appeared to have been fractured. A review of the lot history record identified no non conformance issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The observed broken coupler appears to be due to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Attachment: sus voluntary medwatch report attached.- attachment: (B)(4).

Event description:
Subsequent to the initially filed report, the following information was received from a sus voluntary medwatch report regarding device cds0601-xtr lot number 90508u276 and cds0601-xtr lot number 90323u123, with the following event description: , "mitral valve disengaged from shaft during mitraclip procedure, clip dislodged into the left ventricle leading to pt requiring sternotomy for mitral valve repair and annulpostay. The 2 clips were used in the order I reported them the 1st failed, the 2nd clip was deployed using the same access across the septum as the first clip, it failed as well. The case was then turned into a thoracotomy valvulopasty." Additional follow up confirmed that the first clip was not dislodged, but deployed partially in chordae and the second clip was deployed in an unintended location as initially reported. Additionally, cds0601-xtr lot number 90508u274 is the first clip, and not 90508u276. No additional information was provided.